Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event was reproduced. The event most likely occurred due to the signal line inside the buckling point of the imaging cable is about to break. As for the reason why the imaging cable buckled at the curved part and the internal signal line was disconnected, it was confirmed that there was a chip in the curved rubber adhesive part. It is likely that some kind of load was applied to the curved part, such as interference with the trocar. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus and the reported issue was confirmed. The bending section cover adhesive was cracked. No leaks were detected. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, in the middle of a therapeutic laparoscopic colectomy, the image disappeared when the angle was changed on the endoeye flex deflectable videoscope. The intended procedure was completed with another device and the visera elite video system center. No patient injury reported.